Manufacturer narrative:
Once the device is returned and analysis completed, this report will be updated.

Manufacturer narrative:
At this time, the device has not been returned to (B)(4) and attempts to obtain more information on whether it will be returned have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) was hospitalized due to a ventricular tachycardia (vt) storm. Fluoroscopy review of the lead found it was dislodged and the helix was retracted. The patient also developed renal failure. A revision procedure was performed and the lead was successfully placed with good electrical measurements. The patient later died due to renal failure. There was no allegation the lead performance contributed to the patient's death. This information was reported in MDR 2124215-2011-13855 on the rv lead as a serious injury due to the dislodgement. Additional information was reported that the implantable cardioverter defibrillator (ICD) had been explanted and given to the patient's family back in august after the patient had died. At a later date, the family returned the ICD to the hospital for educational purposes. When the hospital interrogated the device, it was noted that the device was in safety mode. The ICD will be returned to boston scientific for analysis to determine what caused the device to go into safety mode. There were no allegations that the device caused or contributed to the patient's death.